Event description:
Information was received from an unknown source regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2022. It was reported that the leads may have moved, patient stated the leads had gotten very long. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products:product ID neu_unknown_lead, lot# unknown , and product type :lead. Other relevant device(s) are: product ID: neu_unknown_lead,and serial/lot #: unknown . If information is provided in the future, a supplemental report will be issued.